Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The cause for failure was due to corrupt programming on the application board. The root cause for the corrupt programming could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functionality testing.